Event description:
During a follow-up in clinic, inadequate capture due to fibrotic tissue was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.